Event description:
It was reported to arjo by the nursing home located in (B)(6), germany that there was an event with the involvement of arjo sara 3000 active floor lift and active sling (tss.501-m). The quality and care facility manager stated that the resident fell out of the sling during transfer. Following further communication with the customer, during transfer from the bed to the toilet, the right clip detached from the spreader bar attachment point. As the consequence of the event the patient sustained laceration on the back of the head requiring stitches.

Manufacturer narrative:
Please note that this is a follow-up report with the date of event added.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to arjo representative that during patient¿s transfer to the toilet with sara 3000 and an active sling tss.501 in size m, when passing a threshold, right sling¿s clip detached from the spreader bar attachment point. As the consequence of the event resident fell on the back and sustained a bleeding laceration of the head. Stitches were applied. According to information collected by arjo technician there were no quality issues reported with the sling nor the lift. It seems to likely that the clip was not correct attached and came apart due by passing the door threshold.